Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported to be severely calcified. It was reported that the pt's left iliac artery was completely occluded; therefore, the decision was made to convert the device to an aorto-uni-iliac. During attempts to insert the device, the delivery system kinked and was removed from the pt and another device was inserted and deployed. Upon removal of the delivery system, the pt's blood pressure dropped slightly. An introducer sheath was inserted after which deployment of the aortic cuff was continued for creating the aorto-uni-iliac; however, the pt's blood pressure was still not stable. An angiogram was performed and revealed that the right external iliac artery had been perforated by the first delivery system. An open repair via the retro peritoneum was performed where an 8 mm ptfe graft was sewn. A fem-fem bypass was also performed. No additional clinical sequelae were reported and the pt is fine. The delivery system was returned to medtronic and its evaluation is pending.

Manufacturer narrative:
Device evaluation is pending.